Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, no image was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, the most probable root cause of the scope communication error was not identified as no problem detected, and the most probable root cause of the additional malfunction of no image was due to a break in the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had scope communication error (b30 error). The event occurred during inspection for use. There were no reports of patient involvement.